Manufacturer narrative:
Upon receipt, the device history record was reviewed, documenting that the device performed as expected during the device manufacturing. The available device data of the ICD were inspected. The inspection revealed that the ICD activated the battery status eri on (B)(6) 2016, which was followed by an automatically triggered home monitoring notification to inform the user about the occurred eri status. In a next step the ICD was subjected to an electrical analysis. First, the current consumption of the device was analyzed and found to be normal and as expected. Subsequently, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, the charging was aborted due to the detection of the battery status eos. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The electronic module was attached to an external power supply and the eos status was removed with a technical programmer to check the functionality of the electronic module. There was no indication of a malfunction, particularly all therapy functions were available and worked as expected. Therefore, the battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion. In a next step, the battery was opened for destructive analysis. During the inspection of the inner assembly an insulation damage was identified, which led to an increased internal self-depletion within the battery and therefore contributed to the clinical observation. In conclusion, the device was implanted for 54 months. The therapeutic functionality of the device was tested with an attached external power supply and proved to be fully functional. Further investigations revealed an increased internal self-depletion within the battery that contributed to the clinical observation.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of about 53 months, it was reported that the device indicated eri. At the moment, biotronik has no further information with regard to the explant of the device. Should we receive more details, this report will be updated. No adverse patient side effects have been reported.